Event description:
During dilation a piece from the end of the small dilator may have broken off. Upon removing the dilator, it was noticed that a piece on the end was broken off. The knee was viewed by arthroscopy, however, the piece was not found.